Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer number: 3006705815-2020-31489, 1627487-2020-31630, 1627487-2020-31632, 1627487-2020-31633. It was reported the patient was admitted to the hospital and diagnosed with an infection at the ipg site that had spread to the leads. The physician stated that the patient cut their foot a week after their ipg replacement and the infection spread up their foot to their ipg site. The patient was prescribed antibiotics and hospitalized for multiple nights. Note: since it is not known which device contributed to the issue, all possible devices are being reported on.

Manufacturer narrative:
The reported issue of the patient undergoing a full system explant due to infection was not confirmed. This issue cannot be confirmed with product testing. The lead was returned cut and incomplete; only a 6.0cm segment of the terminal end was received. The segment passed continuity on all channels. A review of the production records pertinent to packaging and sterility were requested for the returned product results and will be recorded on the corresponding pi main. The root cause of the issue could not be determined.